Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was liquid contamination on the ECG d u1 causing -5 volts to short to ground the root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode message and adjust belt messages.